Event description:
Revision occurred approximately 4 months after the primary surgery, which occurred on (B)(6)2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 24 mm + 6 lateralized baseplate, 40 mm centered glenosphere, 40 mm + 6 humeral stability cup, and 4 standard screws were explanted. These items were replaced with a 24 mm + 6 lateralized baseplate, 6 mm post extension, 40 mm centered glenosphere, 40 mm + 6 humeral stability cup, and 4 standard screws.

Manufacturer narrative:
Revision occurred after 4 months due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.